Manufacturer narrative:
Patient ID also reported as (B)(6). Part: 03.168.014, lot: 3l03527, manufacturing site: (B)(4), release to warehouse date: february 07, 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Visual inspection: the t25 sddrive screwdriver shaft 241mm was received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the screwdriver shaft was stripped/twisted. The stripped/twisted condition of the distal end is consistent as an end-of-life indicator for the device. The stripped/twisted condition of the device could have impacted the functionality of the device. Hence, the complaint can be confirmed. Conclusion: the exact cause of the reported condition is unknown, after a visual inspection per guidance, it is determined that the device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2021, while using the femoral neck system (fns), a screw was put in with a power screwdriver and the hand screwdriver was then inserted for final tightening. The tip of the screwdriver would not engage so the power screwdriver was used instead. Surgery was completed successfully with a thirty second delay. This report is for a t25 stardrive screwdriver shaft 241mm. This is report 1 of 1 for (B)(4).